Event description:
It was reported the catheters were explanted due to loss of pain relief. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter was incomplete and returned in segments, met acceptable testing. A portion of the catheter was attached to the distal end of segment 2. Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter was incomplete and returned in segments, met acceptable testing. Analysis of the catheter refers to the suture-less connector portion of segments 1 and 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.